Event description:
It was reported to philips that the system would not start after a power outage. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and identified a fault in the ups within the m-cabinet, recommending its replacement. However, no further service was requested or provided, the final resolution remains unknown. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Corrected: additional narrative. Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and identified a fault in the ups within the m-cabinet, recommending its replacement. However, no further service was requested or provided, the final resolution remains unknown. Philips has initiated a field safety corrective action (2024-igt-bst-009). The codes were updated based on the investigation outcome.